Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) - secondary surgical intervention, lens explanted (B)(4).

Event description:
The reporter indicated the surgeon implanted a v4c implantable collamer lens. The lens was explanted after being implanted in the patients eye 1 week, due to acute endophthalmitis. The reporter indicated the patient was treated with intravitreal antibiotics. Another icl lens was implanted 9 months after the successful resolution of endophthalmitis.